Event description:
It was reported that the customer had a button error alarm during bolus on the insulin pump. The customer's blood glucose level was 260 mg/dl. The customer was asked if he recalls any significant events leading to the alarm. The customer stated that he changing batter and received button error alarm. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.